Manufacturer narrative:
(B)(4). Batch # n55g8j. The analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition, with both gripping surface broken, making the reload not functional. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, a device was locked out after replacing a cartridge for the second firing. No foreign sound was heard, and no strange feeling while a cartridge was replaced was reported. Then, when a new cartridge was loaded the gripping surface was broken off. No pieces fell into patient. Another device was used to complete the case. There were no adverse consequences to the patient.